Event description:
Provider states the bolts came out of the 3 inch anti tipper and the wheel broke.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.